Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg incision site. It was noted during the patient's post-op appointment, the physician noticed the patient's incision had not fully healed and drainage was present at the site. As such, the patient was prescribed oral antibiotics. Additional information revealed the patient underwent surgical intervention wherein the scs system was removed due to the issue.

Event description:
Follow-up information revealed the patient's infection has resolved.